Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: scott pa, roberts pr, tsang gm, morgan jm. Strategies to reduce the risk of transvenous lead extraction: an example using a hybrid approach in a patient with a haemodialysis fistula. Europace. 2010 feb 26: epub before print.

Event description:
Boston scientific crm received information from a study designed to evaluate strategies to reduce the risk of transvenous lead extraction; an example using a hybrid approach in a patient with a haemodialysis fistula. The study involved a transvenous defibrillator lead extraction due to a device-related infection. The procedure was successfully performed using a hybrid approach, with extraction of the lead with a powered sheath, and surgical cut-down and closure of the subclavian vein defect. A boston scientific crm lead (endotak c lead) was implanted in the study.